Event description:
It was reported that the right atrial (ra) lead exhibited "unacceptable" thresholds during an implant attempt. It was further reported that the stylets were somewhat difficult to get down the lumen of the lead, possibly due to the presence of blood in the lumen. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Electrical resistance and cross continuity test results were within specifications. The original stylet was not returned; a stylet insertion test result with a new stylet passed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.